Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) for low impedance. The rv lead remains in use and will be monitored by the physician. No patient complications have been reported as a result of this event.